Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "1" button on the touchscreen became unresponsive. There was no impact to customer's blood glucose level. Customer stated they had not connected to the pump for insulin therapy. Customer is using manual injections for insulin therapy.